Event description:
The patient contacted animas on (B)(6) 2012 reporting that they were hospitalized for diabetic ketoacidosis with blood glucose level of 547 mg/dl with nausea, vomiting, and shortness of breath. The patient denied chest pain until she was admitted to the emergency room, where she was told she had a mild heart attack in the emergency room and several hours later she felt chest tightness. She was treated with IV fluids and insulin treatment. The pump was discontinued. Her blood glucose level came down to 280mg/dl. The patient did not take injections to correct high blood glucose level. The patient stated that they received occlusion alarms on and off for the past week. The patient stated that the occlusion alarms were randomly occurring and when she tried to bolus, she would reprime tubing and change site/set. The patient stated that she was priming the tubing but could not see the insulin coming out. The patient removed the cartridge from pump and was not able to manually push insulin through tubing, stated that she felt resistance. Customer support instructed patient to disconnect tubing from the cartridge and then was able to push the insulin out of cartridge but reported the insulin was gel-like. The patient had cartridge and tubing that were in the pump from set change on (B)(6) 2012. This report is made based on the allegation that the patient experienced a hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed multiple daily "occlusion" alarms related to high force. The total daily dose history appears inconsistent due to the occlusion alarms which stop the pump delivery. A force sensor calibration test was performed and found that the force sensor was out of calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No alarms occurred during testing. The pump was opened and evaluated for intermittent conditions; no damage or defects were found.